Manufacturer narrative:
Evaluation summary : the serial number for this system was not provided; therefore a manufacturing record review could not be performed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following the laser assisted part of the cataract surgery, during the phaco portion, there was a radial, anterior capsular tear in one eye. This resulted in vitreous prolapse, which required a vitrectomy. The surgeon also reported that the anterior capsule was fragile due to the patient's age. The event resolved with the intervention. No further information is expected.